Manufacturer narrative:
B3: event date unknown. H3 this compliant does not require further investigation. The cadd-ms 3 devices stopped being manufactured in june 2017 and is considered a mature platform. The product line is not expected to incorporate further design enhancement. Based on its long-standing status as an active device with documented complaints, investigations and risk assessments, product complaint investigation activities are not expected to identify new failure modes that might required new actions / controls / mitigations.

Event description:
It was reported that the device had a system fault. The event occurred during testing, and date of event was unknown. There was no delay in therapy. There was no physical damage reported. There was no patient involvement, and no harm/adverse event was reported.